Event description:
It was reported that both the right ventricular and atrial leads had low impedance. It was also reported that the patient was in atrial fibrilation. The right atrial lead is still in use and the right ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.